Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is unknown if the device was used on a patient and if there was any impact as a result of the product issue. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 28, 2015. (B)(4).

Event description:
It was reported that the external diameter of the endotracheal tube size 3.0mm is "smaller causing extensive leaks" and causing "ineffective ventilation".

Manufacturer narrative:
Additional information: a quality investigation was performed to include a batch review. Based on the batch review there were no signs of abnormalities. In addition, the manufacturing record did not reveal any signs of tube dimension failure. The tubes ID and od met the established specifications during primary production. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This was discovered on september 28, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).